Event description:
It was reported that air bubbles were observed within the infusion set tubing. Reportedly, the customer experienced a ¿high¿ blood glucose (bg) level, a specific bg value was not provided. A correction bolus was delivered to address bg. Customer performed a supply change to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.